Event description:
On (B)(6) 2012, animas was notified of the death of a patient. The death was reported to have occurred on (B)(6) 2010, as the result of pneumonia, complicating an acquired injury secondary to an insulin overdose. The reporter stated that the patient's diabetes educator reported that the patient was admitted to a health facility on (B)(6) 2010. The patient was reportedly found at home in an unconscious state with evidence of "fitting" and transported by ambulance to the facility. The diabetes educator said that it was unknown if the insulin pump was found attached to the patient, but confirmed that the pump was not used by the patient while hospitalized. The patient remained in the facility until the time of death. The reporter said that attempted suicide was believed to have been the cause of the hospital admission on (B)(6) 2010. There was no allegation of a pump malfunction or defect. This complaint is being reported based on the allegation that the pump was used to intentionally delivery an excess of insulin resulting in hospitalization and subsequent death.

Manufacturer narrative:
(B)(6). Device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2012, with the following findings: no external damage was observed on the pump. A 29-hour flow accuracy test was performed; the pump passed flow accuracy and was found to be delivering within required specifications. The bolus delivery was tested and found to be delivering accurately. No alarms occurred during testing. Review of the pump history revealed that no alarms outside the range of normal patient use had occurred. The history indicated that the total daily basal deliveries were correct and that bolus deliveries were correctly reflected in the daily insulin delivery totals. According to the complaint record the patient was found alone and unconscious at an unspecified time on (B)(6) 2010. The delivery history revealed that the total daily dose (tdd) on (B)(6) 2010, was 73.86 units. During the preceding week the tdd was between 31.08 units and 46.06 units per pump history. The basal rate was observed to be programmed at 14.98 units daily; on (B)(6) 2010, the daily basal delivery was recorded at 14.87 units. Multiple bolus deliveries were programmed and delivered between 4:01 am and 4:05 am on 08/20/2010 for a total bolus delivery of 58.99 units. The total daily bolus deliveries for the preceding week were between 16.5 units and 31.1 units. The pump's final bolus delivery occurred on (B)(6) 2010 at 4:05 am. Basal deliveries continued uninterrupted until (B)(6) 2010 at 1:55 am, when the pump was suspended. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.